Event description:
It was reported that the patient had a syncopal event and was instructed to go to the nearest emergency room as their underlying rate was 28-30 bpm with 4-6 sec pauses due to pacing inhibition from right ventricular (rv) lead noise over sensing. The rv lead had intermittent capture at the max output and max pulse width, low pacing impedance and a polarity switch due to insulation damage. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2009-(B)(6). (B)(4).